Manufacturer narrative:
(B)(4). The srt observed the monitor to have turned off after the oven test with the green led blinking on and off. The power supply was first replaced but did not fix the issue. Then it was noted a burnt capacitor (c30) on the aux printed circuit board assembly (pcba) was found to be root cause of reported issue and replaced in service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) unit turned off after oven test. There was no patient involvement.